Event description:
Reporter alleged obtaining a result of 281 mg/dl on the mobile system compared back to back with a result of 26 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter had been given glucagon about 20 minutes prior to the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the aviva suspect device system used. Reference medwatch report with patient identifier (B)(6) for the mobile suspect device system used.